Manufacturer narrative:
Batch review performed on (B)(6) 2024 lot 2256325: (B)(4) items manufactured and released on (B)(6) 2023. No anomalies found related to the problem. To date, other 3 similar events have been reported on the same lot during the period of review (in the same complaint) additional instruments involved batch review performed on (B)(6) 2024 on pedicle screw 03.51.10.0583 locking tower enh 2019 lot. 2157553 lot 2157553: 8 items manufactured and released on (B)(6) 2022. No anomalies found related to the problem. To date, another similar event has been reported on the same lot during the period of review (in the same complaint). Batch review performed on 20 march 2024 on pedicle screw 03.51.10.0583 locking tower enh 2019 lot. 1955445 lot 1955445: (B)(4) items manufactured and released on (B)(6) 2020. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Batch review performed on 20 march 2024 on pedicle screw 03.51.10.0583 locking tower enh 2019 lot. 2154100 lot 2154100: (B)(4) items manufactured and released on (B)(6) 2021. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.

Event description:
The platine part of 8 different locking tower enh 2019 was broken during surgery. Delay time 1 hour and a half (total time 4 hours). Surgery completed successfully anyway.

Manufacturer narrative:
Visual inspection performed by medacta spine r&d project manager: one piece of lot 2256325 is conform and doesn't present any sign of damage. All other pieces have a broken platine and/or broken flap. This may have been caused by not optimal alignment between the instrument and the pedicle screw head, during reduction operation: if this happens, the retaining pins don't enter the respective socket in the head, leading to excessive load on the welding. Modifications have been introduced to weldings indications and inspection method to improve the manufacturing process and potentially reduce failure events. E1 added country. It is (B)(6) .